Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, and inappropriate atrial tachy response (atr) episodes. The most recent stored episodes appeared to be due to respiratory rate trend (rrt) signal oversensing. The ra impedance measurements were noted to be stable and within normal limits. The device was reprogrammed. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).